Manufacturer narrative:
(B)(4) follow up. It was reported there was material in the fluid path of the cannula. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a bottom view of the needle hub. There is a white spot shown in the photo that could be related to the lighting. No other information could be obtained from the photos. A device history record review was completed for provided material number 302890, lot 3198062. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received storage conditions are in a designated raw material storage room at ambient conditions. Material#: 30289; lot#: 3198062. It was reported by the customer that they inspected to determine if this issue was across multiple lots. We have found a similar material in the fluid path of the cannula. A total of 3 out of 330 cannulas were found with this issue during inspection, we are not sure the two instances are related but wanted to share this for your information during your investigation. Verbatim: rcc received a complaint via email. Email(s) attached due to the issue with the 30g cannulas a more recent lot (3198062) was inspected to determine if this issue was across multiple lots. We have found a similar material in the fluid path of the cannula. A total of 3 out of 330 cannulas were found with this issue during inspection, we are not sure the two instances are related but wanted to share this for your information during your investigation.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 302890 , lot#: 3198062. It was reported by the customer that they inspected to determine if this issue was across multiple lots. We have found a similar material in the fluid path of the cannula. A total of 3 out of 330 cannulas were found with this issue during inspection, we are not sure the two instances are related but wanted to share this for your information during your investigation. Verbatim: rcc received a complaint via email. Email(s) attached due to the issue with the 30g cannulas a more recent lot (3198062) was inspected to determine if this issue was across multiple lots. We have found a similar material in the fluid path of the cannula. A total of 3 out of 330 cannulas were found with this issue during inspection, we are not sure the two instances are related but wanted to share this for your information during your investigation.